Manufacturer narrative:
Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. Follow up information: the surgeon has indicated that they do not think that cartridges or injectors are involved because they are used for non-preloaded monofocal iols and there was no incident noticed by him or his colleagues. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The surgeon clarified that only the iol is suspected to have contributed to the reported event, not the cartridge. It has been clarified that "clear glass" was in incorrect translation of "clear vitreous". Additional information was received via a company representative, indicating that visual acuity loss and pain were also noted. Dexamethasone with neomycin was also given postoperatively; however, it is unclear if this was given within or outside of standard postoperative care. It was also reported that results were good after one month; however, six patients had posterior capsular opacification (pco) requiring yttrium aluminium garnet (yag) laser treatment at three months, but it is unclear if this patient was affected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient presented with a severe inflammatory reaction. A 4+ tyndall effect was observed; however, there was no hypopyon and "clear glass" was noted. Treatment with an antibiotic was given for 10 days, and subconjunctival injection of triamcinolone and antibiotics was administered in the anterior chamber on (B)(6) 2017. Additional information has been requested.